Event description:
Physician reported that a lordotic implant broke during insertion intra-operatively. A portion of the implant remains in the patient.

Manufacturer narrative:
Upon visual inspection, the implant is fractured along the distal third of the implant. The remaining two thirds of the implant were left in the patient. Manufacturing records were reviewed, and no relevant manufacturing issues were discovered. Should a fracture of a cage occur intra-operatively during insertion, it could be possible that the event occurred due to a tight disk space. The fracture surface is slightly uneven; one side of the fracture is slightly higher than the opposite side. During insertion, the disk space may have been too tight causing excessive force to persuade the cage into the disk space. The fracture surface is indicative of this motion as the fracture face is slightly higher on one end than the other. However, with the information provided, a root cause cannot be made conclusively.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product has not been returned for evaluation yet. Investigation is still in process. When investigation is complete, k2m inc. Will file a supplemental report indicating the findings.

Event description:
On (B)(6) 2019 it was reported to k2m, inc that a surgery took place in which a lordotic implant broke during insertion intra-operatively. A portion of the implant remains in the patient.